Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's charger was displaying a message that the charger had a problem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside board. The root cause for the defective q1 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement charger/modem.